Manufacturer narrative:
Patient information was requested but not provided. The third party service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the device's system interface board to address the issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. The manufacturer's investigation is ongoing. Event medical will submit a supplemental if additional information becomes available.

Event description:
Event description: the initial reporter located outside the u.s. Reported that while in use on a patient, the evolution ventilator generated an oxygen supply alarm/sensor offsets error. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Manufacturer narrative: patient information was not provided. The third party service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the device's system interface board to address the issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. The manufacturer's investigation is ongoing. Event medical will submit a supplemental if additional information becomes available.